Event description:
The lancet allegedly malfunctioned and did not retract, causing the needlestick. The facility no longer has the product therefore, samples will not be returned for evaluation.

Manufacturer narrative:
Htl tested the retained sample of lancets from lot number r14l114t8. These tests did not confirm reported failure.